Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and seizure on (B)(6) 2021. Customer's blood glucose value at the time of incident was 115 mg/dl. The customer had to visit an emergency room. The customer was treated with glucagon and food or glucose or carbohydrate intake. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of incident. The customer also alleged that the insulin pump was over delivering. The insulin pump will not be returned for analysis.